Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to turn the device off to see if there was any difference with the device off. The stimulation was already off. When the patient turned stimulation, he got a shock. The patient was on program 2 at 2.9 volts and therapy was on. The patient turned stimulation off and lowered the voltage, and then turned stimulation back on. The patient did not know if the implantable neurostimulator (ins) had been working for his retention and urge frequency. Stimulation was increased to 3.0 volts. The patient was playing with the device a couple months ago and he thought he must have turned it off by mistaken then. The patient had prostate surgery two years ago and they fixed the prostate. He had terrible urgency and then he would barely go. The patient currently had to catheterize himself every 4-5 hours. It was noted that the patient was running up to (B)(6) 2016. Then recently his symptoms got worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.